Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification and revealed surface residuals (fiber/particles) on the lens compatible with handling the lens such as during the explant process. The lens was received with one haptic broken. This condition could be related to the lens explant process. No manufacturing defects were found in the returned sample. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens diopter result of the test performed when this lens was manufactured, showed that the lens corresponded to a 25.5 diopter. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens was required to be explanted from the right eye of a patient in a secondary procedure owing to an undesired refractive outcome and blurry vision. The lens was replaced with a new iol. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens.unexpected post-operative refraction.all pertinent information available to the manufacturer has been submitted. Placeholder.